Event description:
Device # 1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician unspecified if trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was removed, "the suture was not attached to the needles." The device was removed and a second and third proglide device were attempted, also resulted in the suture not being attached to the needles. A non-abbott device was used to achieve hemostasis. "The physician stated to have heard a "strange noise" at the moment of pushing on the plunger assembly to push the needles through the arterial wall." There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The perclose proglide (part# 12673-05, lot unk) and perclose proglide (part# 12673-05, lot # unk) are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.